Manufacturer narrative:
Concomitant products : product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3389-40, lot # va0smyk, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient¿s healthcare provider (hcp) reported that ¿contact two was showing high impedances.¿ the impedance testing was performed post-operatively, prior to programming the patient¿s device. While ¿all combinations with contact two were high,¿ the exact impedance values were unknown. It was noted the patient¿s hcp and the manufacturer representative involved with the event ¿were not sure if it was from the lead of the extension.¿ the patient was reprogrammed to use their other contacts as a result of the event and was ¿getting good benefit¿ at the time of report. A supplemental report will be filed if additional information is received.